Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on the presenting electrogram (egm) of smaller atrial morphologies and during an arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.